Event description:
The patient reportedly fell and hit his head at the implant site. X-ray confirmed that the patient's internal magnet has migrated. The patient underwent surgery to replace the internal magnet on (B) (6) 2010.